Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During surgery, it was reported that the robot hit the patient's forehead, when the robot arm was sent on trajectory with the laser to mark the entry point. The patient has a small mark where the robot hit him, the surgery continued as planned.

Manufacturer narrative:
According to the complaint description a collision occurred during surgery which led to a minor injury of the patient forehead. Data log analysis confirmed that there were three collisions detected during the surgery, however only one was reported. From the data analysis, no failure of the robot was detected, and it performed as intended. The IFU provides the necessary information to manipulate the vigilance device in order to avoid collision. Moreover, the surgeon is considered as experienced and his training is recorded in the DHR. Therefore, the collisions which occurred can be considered as user errors.